Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) indicated that the cylinders were not inflating completely, resulting in insufficient rigidity. During the explant procedure, a hole was discovered in the left cylinder. It is also believed the patient may be using penile injections in an attempt to achieve greater rigidity. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegations cannot be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) indicated that the cylinders were not inflating completely, resulting in insufficient rigidity. During the explant procedure, a hole was discovered in the left cylinder. It is also believed the patient may be using penile injections in an attempt to achieve greater rigidity. There were no patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) indicated that the cylinders were not inflating completely, resulting in insufficient rigidity. During the explant procedure, a hole was discovered in the left cylinder. It is also believed the patient may be using penile injections in an attempt to achieve greater rigidity. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).